Event description:
The clearlink non-dehp line with 0.2-micron filter (2r8480) was leaking from the tubing right below the chamber. This was noticed when the rn went to hang the bag. None of the contents dripped onto the floor or came into contact with any other surface other than the tubing. Discarded per chemotherapy handling protocol. This lot number seems to be just before baxter implemented their enhancements (lot numbers starting with r22k indicating the month of november.) Manufacturer response for IV tubing, clearlink non-dehp line with 0.2 micron filter (per site reporter). Ongoing. It is believed that this tubing is from a lot number that is before the enhancements took place. Per baxter, the product with enhancements starts with the following lot number sequence (the letter is associated with the month of the year). ? R22k (nov); ? R22l (dec); ? R23 (2023). (B)(6) emailed baxter on [redacted date] requesting clarification. We have been ordering directly with them for months to avoid pre-enhanced product entering our system.